Manufacturer narrative:
(B)(4). Stent deformation. Stent. Stent damage is most likely procedural related. Stent deformation. Stent damage is most likely procedural related.

Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion in the ostium of the rca. Device was removed from packaging per IFU with no issues noted. The device was inspected prior to use with no issues noted. The lesion was pre-dilated and 10% stenosis remained after dilation. When the device was exiting the guide catheter the doctor noticed some of the stent struts were partially open. Stent was removed from the patient and another device was used to complete the procedure. Device evaluation: the distal tip was flared. A number of struts on the 1st proximal segment were raised and pulled distally. The remaining segments were intact.